Manufacturer narrative:
The reported event was confirmed. A picture was provided at intake. It was visually observed the weld was fractured.

Event description:
The user facility reported that the weld was fractured on the housing during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed without a delay. There were no adverse consequences and no medical intervention.